Manufacturer narrative:
During analysis, the customer's complaint could not be duplicated. However, further investigation revealed a damaged rotor, motor, ball bearing, press plug and other component parts. Corrosion damage to the motor was identified as the probable cause of the failure. The damaged parts were replaced and the device was repaired and returned to the customer.

Event description:
A stryker micro drill was sent in for repair because it was getting hot during preparation for a procedure. There was no pt involvement; another device was used for the procedure.